Event description:
Mother of female, reported patient experiencing elevated blood glucose of 250-300's mg/dl the previous week. She indicated her daughter was taken to the hospital and diagnosed with ketoacidosis. Mother stated the incident began the night before the hospitalization with her blood glucose level of 252 mg/dl. She reported that patient administered a bolus, but did not check her blood glucose level. The following day, the patient became irritable, nauseated, and complained of chest pains and numbness. Patient was treated at the hospital with IV drip. Mother indicated that she was unsure of the contents of the IV. Patient was released a few hours after being admitted with a blood glucose level in the 300's mg/dl. Mother reported that patient then switched to her backup infusion device, changed the site, tubing, and cartridge. Mother indicated that she did not notice a leak, but could smell insulin in the cartridge chamber. She then administered a bolus and her blood glucose level returned to normal. Patient adjusted her basal rate and her blood glucose level remained normal. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.